Manufacturer narrative:
(B)(4). Date sent: 4/20/2023. B3: event day and year only reported: the 2nd in 2023. D4 batch #: x9551m. The following information was requested, but unavailable: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the upper jaw detached and not returned. Upon visual inspection, it was noted that the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of this damage could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x9551m, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap hysterectomy the device is not used as intended by the surgeon. The field technician gives advice of proper usage. However, the surgeon keep using it abruptly and the jaw breaks. The procedure was delayed by 8 minutes. The procedure ends without consequences on the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2023. Additional information was requested and the following was obtained: the device was returned with a missing piece. The missing piece is a missing jaw. Does the customer know what happened to the missing piece? If yes, please describe. When the device was collected, the missing piece of the jaw was missing, it was later told to me that they throw it immediately to the biological/infectious waste but they forgot to share this information.